Event description:
A coroner called and believes the suspect device user had died overnight. They didn't think the user was compliant with taking their medications. They asked how to retrieve the device results from memory. The values were hi in 2/2005, hi in 2/2005, and 517 mg/dl in 2/2005. A request was made to return the device for evaluation.